Manufacturer narrative:
Product analysis: the product was discarded by the customer; therefore, no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged. During the im plant of as second transcatheter valve, as the device passed through the aortic arch, hypotension and an ascending aortic rupture were noted. The rupture was not able to be repaired. Subsequently, the patient died. Per the physician, it was suspected that the rupture occurred as the first valve crossed the arch and was due to poor tissue condition and the narrow annulus. Due to the narrow annulus, a "little push" was required to cross. It was reported that the iliac arteries were a slightly tortuous, but that no resistance was met when advancing or inserting the delivery catheter system.